Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain, menorrhagia, dysuria, flank pain, multiparous, multigravida, gerd, heartburn, pregnancy, cholelithiasis, abdominal pain, gallbladder disorder, vaginal discharge, vaginal irritation and heavy periods. Previously administered products included: ibuprofen. The patient had a family history of breast cancer, hypertension and diabetes. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1795 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (essure removed). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: no evidence of passage of contrast material to the fallopian tubes as described. [Pathology test] on (B)(6)2019: pertinent clinical information: fibroids. Tissue submitted: uterus, cervix and bilateral fallopian tubes. Final diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy; adenomyosis; inactive endometrium with cystic atrophy and no evidence of neoplasia; cervix with chronic inflammation and reactive change; bilateral fallopian tubes with benign paratubal cyst. Gross description: the right and left fallopian tubes contain metallic coiled wires. The right fallopian tube measures 8.1 cm x0.4 cm and the left fallopian tube measures 8.4 cm x 0.3 cm. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: surgical pathology report were added. Other relevant history and lab data were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.